Event description:
According to the report, the patient's audiologist contacted med-el with the information that the patient's impedance values had abruptly changed one month post initial activation. These were faxed through for review. At initial activation, all electrodes displayed a status of 'ok'. At one month post initial activation, electrodes 2, 10, 11 and 12 displayed a status of 'hi'. Reportedly, the patient was not providing consistent responses to stimulation of electrodes. Approximately, one week later, electrodes 2, 6, 8, 9 and 11 displayed a status of 'hi'. The audiologist mentioned that the patient reportedly fell the day before her appointment and presented that day with a bump on her forehead and a black eye.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.